Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported that she went into the pool with the insulin pump. She did not know the blood glucose reading. She stated that there was a fog under the display screen. She stated that there were no cracks or other issues with the insulin pump. She also reported high blood glucose but declined troubleshooting. Nothing further was reported.